Event description:
Caller reported that a malfunction occurred on the pump. Customer's blood glucose level rose to 450 mg/dl due to this issue. Correction was made through an injection via mdi and no third-party assistance was needed. The malfunction was linked to a specific code and the pump was included in a field correction. Technical support was set to complete a required online form on behalf of the customer and arranged for a replacement pump to be sent. Additionally, storage instructions for the malfunctioning pump were provided along with guidance on returning it. Customer reverted to an alternative method of insulin therapy.